Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify failed battery test, rewind anomaly and no excessive no delivery/occlusion due to unresponsive button. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had buttons had to press twice to get respond. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. Customer stated that the insulin pump failed battery test alarm. Insulin pump had no delivery alarm. Insulin pump had grinding sound. The insulin pump will not be returned for analysis.